Event description:
It is reported that a portion of the drill bit fractured off and remains in the pt.

Manufacturer narrative:
(B) (4). Eval summary: the device stated in the complaint was not returned for eval. No x-rays were returned. Pt details are unk. Details of surgical technique used are unk. It is unk whether the drill usage correlated with the surgical technique. There is insufficient info provided to determine the root cause of the part failure. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.